Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the surgeon found a moderate-sized perforation in the patient's implanted ear (no date provided). The patient has a history of chronic middle ear problems. The surgeon determined that the appropriate treatment was to close off the ear, obliterating the middle ear and the eustachian tube. The surgery (no date provided) was successfully completed at the same time as an implant was placed in the contralateral ear. The patient was successfully using both devices in 2007.